Manufacturer narrative:
Weight - estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+. The first mitraclip delivery system advanced without issue. During final arm angle test (efaa), the clip failed, opening during efaa. It was decided to not implant this clip. The cds was removed without issues. In replacement, another mitraclip cds advanced. During positioning, the clip became caught in the chordae. Standard troubleshooting was performed, removing the caught clip. As a precaution, it was decided to not deploy, and remove this clip. The device was removed without further issues. Two mitraclips were successfully implanted following, reducing the mr to grade 2. Good results were noted. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design, or labeling.